Manufacturer narrative:
The device is still implanted.

Event description:
The manufacturer was notified on (B)(4) 2014 that after the implantation of e carbomedics carbo-seal conduit the surgeon observed a severe leak due to a dehiscence between the conduit and the valve that required the use of pledgets to fix the conduit to the valvular ring. It was reported that the patient had a normal recovery.